Event description:
The healthcare professional reported that during a mechanical thrombectomy with the internal carotid artery being the site of the occlusion on initial imaging, the procedure was performed via the combined technique using a 6.5mm x 45mm embotrap iii revascularization device (et309645 / 22a067av) and the catalyst® 6 intermediate catheter (stryker). As the thrombus was not removed with the first pass, remained near the middle of the middle cerebral artery (mca), the embotrap iii device was guided to the occluded site again. An attempt to guide a suction catheter near the thrombus, however, the catheter was not delivered when it approached the occlusion site. The physician applied a little force to guide the catheter, which the catheter was eventually raised only to around the proximal of the mca. After guiding the suction catheter, the embotrap iii device was deployed and retracted back. When the vessel was straightened a little along the embotrap iii device, the suction catheter ¿jumped¿ and the blood vessel was perforated. It was reported that the resistance when pulling the embotrap iii device ¿was the same as that in the normal condition.¿ the patient immediately underwent craniotomy and was treated. The patient is still hospitalized at the initiation of the complaint. The physician commented that there was no causal relationship between the embotrap iii device and the vascular perforation. A continuous flush was maintained. On 24-jul-2022, additional information was received. The information confirmed that the location of the occlusion at the patient¿s baseline was the internal carotid artery (ica). Related to the statement, ¿when the vessel straightened a little long the stent retriever, the suction catheter was jumped¿ is as follows: ¿the suction catheter moved like catheter jumped when the vessel was straightened along with the stent retriever.¿ the information indicated that two (2) passes were made with the embotrap iii device; it was on the second pass that the vessel was noted to be perforated. There was no device performance issue as related to the embotrap iii device during the procedure such as withdrawal difficulty.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(4). The initial reporter email address was not available / reported. [Conclusion]: the healthcare professional reported that during a mechanical thrombectomy with the internal carotid artery being the site of the occlusion on initial imaging, the procedure was performed via the combined technique using a 6.5mm x 45mm embotrap iii revascularization device (et309645 / 22a067av) and the catalyst® 6 intermediate catheter (stryker). As the thrombus was not removed with the first pass, remained near the middle of the middle cerebral artery (mca), the embotrap iii device was guided to the occluded site again. An attempt to guide a suction catheter near the thrombus, however, the catheter was not delivered when it approached the occlusion site. The physician applied a little force to guide the catheter, which the catheter was eventually raised only to around the proximal of the mca. After guiding the suction catheter, the embotrap iii device was deployed and retracted back. When the vessel was straightened a little along the embotrap iii device, the suction catheter ¿jumped¿ and the blood vessel was perforated. It was reported that the resistance when pulling the embotrap iii device ¿was the same as that in the normal condition.¿ the patient immediately underwent craniotomy and was treated. The patient is still hospitalized at the initiation of the complaint. The physician commented that there was no causal relationship between the embotrap iii device and the vascular perforation. A continuous flush was maintained. On 24-jul-2022, additional information was received. The information confirmed that the location of the occlusion at the patient¿s baseline was the internal carotid artery (ica). Related to the statement, ¿when the vessel straightened a little long the stent retriever, the suction catheter was jumped¿ is as follows: ¿the suction catheter moved like catheter jumped when the vessel was straightened along with the stent retriever.¿ the information indicated that two (2) passes were made with the embotrap iii device; it was on the second pass that the vessel was noted to be perforated. There was no device performance issue as related to the embotrap iii device during the procedure such as withdrawal difficulty. Based on complaint information, the device was not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (22a067av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Vessel perforation is a known complication associated with the use of the embotrap device and is mentioned in the instructions for use (IFU) as such. The device performed as intended and no new patient consequences have occurred related to the use of the device. According to the treating physician ¿there was no causal relationship between the embotrap device and vascular perforation¿. However, the relationship between the embotrap device and the reported event cannot be excluded. Per the mso, the embotrap device may have contributed to the event since the device was in the area and potentially part of the interaction of devices and the vasculature. In addition, the event was treated with a craniotomy. Therefore, the event will be conservatively reported to the FDA with the classification of ¿serious injury.¿ based on the device history record review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 12-aug-2022. [Additional information]: on 12-aug-2022, additional information was received indicated that the craniotomy was successful in treating / resolving the perforated blood vessel. The patient is still hospitalized; it is unknown if the patient is experiencing any residual symptoms. The patient¿s hospitalization is prolonged; however, the duration is not reported. The clot characteristic is unknown. The additional information confirmed that the ica was the site of occlusion on the initial imaging, after the first pass, when the thrombus was not removed, it remained near the middle of the mca. The thrombus did migrate from the ica to the middle of the mca. The thrombus migrated from the ica to the proximal m1 (m1p) to around the bifurcation of the distal m1 (m1d). It was the bifurcation of the m1d that was perforated. The physician¿s opinion regarding the contributing causes / factors that led to the reported vascular perforation is that ¿the suction catheter jumped by straightening blood vessel by stent under the situation the suction catheter was stressed.¿ the pre- and post-procedure tici scores are unknown. Regarding further future treatment, the additional information indicated that ¿because the bone was removed by craniotomy surgery, bone insertion was scheduled at a later date.¿ vessel perforation is a known complication associated with the use of the embotrap device and is mentioned in the instructions for use (IFU) as such. The device performed as intended and no new patient consequences have occurred related to the use of the device. According to the treating physician ¿there was no causal relationship between the embotrap device and vascular perforation¿. However, the relationship between the embotrap device and the reported event cannot be excluded. Per the mso, the embotrap device may have contributed to the event since the device was in the area and potentially part of the interaction of devices and the vasculature. In addition, the event was treated with a craniotomy and the patient¿s hospitalization was prolonged due to the event. Therefore, the event will be conservatively reported to the FDA with the classification of ¿serious injury.¿ h.6: health effect ¿ impact code: the patient¿s hospitalization was prolonged, therefore, the ¿hospitalization or prolonged hospitalization (f08)¿ was added. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.